Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/13/2001 and was last repaired on 08/31/2012 for a non-related issue. Evaluation of the device observed the comb to be bent. The right end of the roller was worn and gnarled, and the roller gear teeth were galled. It was noted that the customer returned a 2195 ratchet with the device. Prior to report, a test mesh and calibration check could not be performed due to the damaged comb. Improper handling most likely caused the damage to the comb, most likely causing the customer's reported event. Improper handling, lack of preventative maintenance and usage of a 2195 ratchet as opposed to the 7701 ratchet most likely caused the damage to the roller, as well as the damage to the roller gear and wear to the side plates. The device was serviced and returned to the customer.

Event description:
It was reported that a zimmer skin graft mesher had a bent comb and was not grabbing the skin. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.